Event description:
Literature: greenberg bd, gabriels la, malone da jr, rezai ar, friehs gm, okun ms, shapira na, foote kd, cosyns pr, kubu cs, malloy pf, salloway sp, giftakis je, rise mt, machado ag, baker kb, stypulkowski ph, goodman wk, rasmussen sa and nuttin bj. Deep brain stimulation of the ventral internal capsule/ventral striatum for obsessive-compulsive disorder: worldwide experience. Molecular psychiatry. 2008: 1-16. Summary: this article represents combined long-term (8 yrs; from 1998) results from the united states and europe of deep brain stimulation (dbs) of the ventral anterior limb of the internal capsule and adjacent ventral striatum (vc/vs) for severe and highly treatment-resistant obsessive-compulsive disorder. A total of 26 patients reveal clinically significant symptom reductions and functional improvement in about two-thirds of patients. Dbs was well tolerated overall and adverse effects were overwhelmingly transient. Results generally improved for patients implanted more recently, suggesting a 'learning curve' both within and across centers. None of the 26 patients were rated as globally 'worse' or 'slightly worse' after stimulation; 4 (15.4%) were rated 'unchanged'; 5 (19.2%) were rated 'slightly better' and 17 (65.4%) were rated 'much better'. Event: a break in a stimulating lead or an extension wire requiring a replacement occurred in one patient. Refer to manufacturer report number: 3007566237-2009-08664.